Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the patient had an ejection fraction of 27%. The diseased area was the om off of the circumflex artery. At the start of the procedure when a pilot guide wire was put down, the patient needed to be shocked due to the low ejection fraction; however, the case was continued. Predilatation was performed multiple times with a voyager 2.0x12 and a 2.5x12 balloon catheter. The mini vision 2.5x23 would not cross the lesion and when it was removed from the patient, a proximal stent strut was flared. Additional predilatation was performed and the patient remained stable. Next, the mini vision 2.5x18 was attempted to cross the lesion; however, it would not cross and when it was removed, the stent had dislodged onto the proximal shaft of the delivery system. Again, additional predilatation was performed and the mini vision 2.5x12 crossed the lesion; however, a dissection was then observed. A mini vision 2.5x18 was used to treat the dissection. The patient was taken to ICU for observation. Reportedly, the patient was in stable condition. No additional event or patient information is available.